Event description:
It was later reported that the suspect product was also removed. During this second surgery along with the lead being removed; so was the newly implanted generator. The new generator and suspect product were explanted with no replacement since the surgeon noted that the nerve was too scarred over and he was not able to place a new lead. The information regarding fibrosis and resulting explanted of generator and lead is captured in MFR rep #1644487-2025-00321. It was noted that the suspect device cannot be returned and will be considered discarded. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a battery replacement due to battery depletion and high impedance. The high impedance remained after the battery replacement. The suspect product remains implanted. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions".. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and low battery. The suspect product remains implanted to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.